Manufacturer narrative:
Non-destructive analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on 2019-jan-22 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was malignant pain. It was reported that the pump was removed due to infection on (B)(6) 2018. No further complications were reported or anticipated.